Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer is stating that the display is broken.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the rear shroud was cracked. However, the display is not part of the rear shroud, so the original complaint issue of a broken display was not confirmed.

Event description:
Dealer is stating that the display is broken.